Manufacturer narrative:
Na

Event description:
It was reported that the symptomatic patient presented in the emergency room with an escape rate of 30 beats per minute (bpm). The lead exhibited capture anomalies. It was noted that the patient's ventricular capture threshold had increased from 1.5 v at 0.8 ms roughly 2 months earlier to 6.0 v at 1.5 ms. The lead was capped and replaced.